Event description:
During nissen procedure, the instrument broke. The surgeon used another instument to complete the procedure. No pt injury reported.

Manufacturer narrative:
2/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.